Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment a fluid leak was discovered. During fill 1 the patient noticed a lot of fluid coming from the bottom of the cassette door so treatment was cancelled. The patient cleaned the cycler and did not attempt to complete treatment that evening. Multiple attempts were made to gather additional information, but no details were provided. The cycler set was discarded and is not available to be returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment a fluid leak was discovered. During fill 1 the patient noticed a lot of fluid coming from the bottom of the cassette door so treatment was cancelled. The patient cleaned the cycler and did not attempt to complete treatment that evening. Multiple attempts were made to gather additional information, but no details were provided. The cycler set was discarded and is not available to be returned for analysis.